Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; programmer model: unk, serial #: unk.

Event description:
It was initially reported that the patient was not getting "good therapy." An attempt to aspirate from the cap (catheter access port) was unsuccessful; it was very difficult to aspirate. The catheter was revised on (B)(6) 2011. It was later reported that hcp (healthcare provider) replaced the catheter because the patient was not "getting any relief." There was no csf (cerebrospinal fluid) flow when they opened up the patient and disconnected from the pump; they could not aspirate. It was also stated that the patient had "strange anatomy." The hcp placed a new catheter at a different level. Patient had perfect csf flow thereafter. As of (B)(6) 2011, patient was reportedly doing fine. Drug delivered via the system as dilaudid 5 mg/ml at a daily dose of 0.25 mg.